Event description:
An altitude alarm was reported on the pump. There was no reported impact to the customer¿s blood glucose level. The call with the customer was disconnected because she had to return to work, and there was no additional information about the actions taken or the outcome of the event.